Manufacturer narrative:
The reported event was confirmed as manufacturing related. The evaluation found no french size sticker on the leaflet. A review of the manufacturing process indicated the process was capable of producing this type of defect. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. There is no issue with labeling information for this product code. The current labels are adequate to provide information on catheter size to the end user. However, if there is no size sticker, there is no other way for the customer to confirm by the package what fr size they are getting. Therefore, the labeling for this reported event was found to be inadequate. The instructions for use state the following: " [shape, configuration and principles] bard®i.c. Silver foley tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and vinyl gloves. There are several types of closed drainage bags. The bag included in the tray will depend on the product <material> balloon catheter: natural rubber latex; silver coating this product is made with bacti-guard®silver alloy coating. <sizes of catheters> available in sizes 8 to 24 every 2fr"

Event description:
It was reported that the label which indicate french size was not affixed on the leaflet.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the label which indicate french size was not affixed on the leaflet.